Event description:
It was reported that this pacemaker was exhibiting high out of range lead pace impedances on the right atrial (ra) lead when programmed for magnetic resonance imaging (MRI) protection. Technical services (ts) reviewed and the health care professional (hcp) revised the orders for MRI with a change to the ra lead programming. This pacemaker and ra lead remain in service. No adverse patient effects were reported.